Event description:
Account experienced intermittent discrepant results for several pt samples. The field service representative found that the sipper probe was clogged and repaired the instrument by cleaning the liquid flow path.